Event description:
Report received of the pump failing to alarm for empty container during routine preventative maintenance testing. Further testing indicated that proximal air in line and distal air in line alarms did not operate. There were no reports of any adverse pt events while the pump was in clinical use.